Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore tag thoracic endoprosthesis instructions for use, the gore tag thoracic endoprosthesis provides endovascular repair of aneurysms of the descending thoracic aorta (dta). Complications associated with the use of the gore tag thoracic endoprosthesis may include, but are not limited to, endoleak, reoperation, cardiac (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension), and death. Additional device related to this event: tg3710/(B) (4).

Event description:
On (B) (6) 2008, the patient was implanted with a gore tag thoracic endoprosthesis to treat a leaking thoracic aortic diverticulum. On (B) (6) 2008, a reintervention occurred to treat a proximal type-1 endoleak. The patient was implanted with an additional gore tag thoracic endoprosthesis. On (B) (6) 2008, the patient expired. An autopsy was not performed; however, the physician attributed the death to either a massive myocardial infarction or an acute retrograde dissection.